Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with no vibration alert do to broken black wire on vibrator motor. The insulin pump has minor scratches on lcd window and missing the end cap sticker.

Event description:
It was reported that the customer had a vibration anomaly on the insulin pump. Customer's blood glucose level was 165 mg/dl. Customer stated that the vibration function does not work. Customer recently installed a new battery. Pump did not vibrate during the vibrate test. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No further assistance needed.